Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: during testing, the ok/enter button was found to be unresponsive. No damage to keypad. Keypad removed; no damage found to button contacts. Unrelated to original complaint, there was corrosion in the battery compartment. Battery compartment is cracked. The pump leaks at the battery compartment. The pump was opened; moisture damage found on pcb at the keypad flex connector. Unresponsive button due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.